Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for an interrogation of the right ventricular lead, high lead impedance was noted. The physician elected to continue to monitor the lead at this time. The patient was in stable condition.